Event description:
It was reported that the site had 4 fenestrated bipolar forceps instruments that had cables breaking and jaws bending sideways. According to the site's director of operations, the instrument involved with this complaint was discarded. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the site's director of operations and obtained additional information regarding the reported event. The director of operations indicated that no patients were injured because of the reported issue(s) with the instruments. She also denied that any instrument fragments fell into a patient.

Manufacturer narrative:
67 - the instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. The type of surgery and date of the surgical procedure involved with this complaint is unknown. If additional information is received, a follow-up MDR will be submitted. A recurrence of the reported failure mode related to the instrument's jaws bending sideways is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. This complaint is being reported due to the following conclusion: the initial reporter of this complaint indicated that a cable broke on the fenestrated bipolar forceps instrument. However, there no indication that a patient injury occurred as a result of the reported issue.